Event description:
Reported as "pouch dilatation". Follow-up findings additional event of "flipped access port" with port repositioning. Additional finding of eroded device. The device has been removed.

Manufacturer narrative:
Taper I. The product associated with this report has not yet been returned. Based upon the implant date and serial number provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pouch dilatation, displacement and erosion are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the reported event of displacement as follows: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the reported event of pouch dilatation as follows: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain.